Event description:
It was reported the customer reached out that they found something in the PICC kit prior to insertion they thought it might be mold or something. This was not used on a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material found inside a PICC kit is confirmed, but the root cause could not be determined. One powerpicc provena kit was returned for evaluation. Two photographs of a powerpicc provena kit were returned for evaluation. An initial visual observation showed the kit was returned opened. No obvious use residues were observed inside the kit or the kit contents. Inspection of the returned kit contents revealed multiple small, white and gray substances inside the kit tray resembling dust debris. No specific characteristics of the debris were observed to identify the debris inside the kit tray. An initial visual observation of the photographs showed multiple small objects, resembling dust debris, inside the kit. No use residues were observed on the sample in the returned photograph. No damage could be seen on the sample in the returned photograph. It was observed that the foreign material in the photographs were on the hair covering, while the foreign material found inside the returned kit were observed to be in the kit tray, as the foreign material likely moved during transport of the kit. Because the kit was returned opened, it could not be determined when the foreign material entered the powerpicc provena kit. This complaint will be recorded for future trending and monitoring purposes.